Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue): patient alleges that pump gives alarm that states "check bolus settings - bolus settings may not be accurate". Customer support went through alarm history with no record of alarm. Patient states bolus settings are correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
No related alarms were observed in the alarm history. The pump was exercised for 24 hours duration period with no alarms observed. The pump's black box showed a partially delivered bolus on (B)(6) 2016 at 19:20 due to an occlusion alarm. An alarm was reproduced on the bench for testing purposes; the alarm was accurately recorded in the alarm history.